Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the bronchovideoscope displayed the following error messages: e117, e226 (scope communication error) and an image was present but there was no white balance. The event occurred during set up, prior to use. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h4, h6. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image and channel mount had foreign objects. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to corrosion on plug unit, e237 scope error code occurs. The most probable cause of the complaint is a cause traced to component failure, which is an expected or random component failure without any manufacturing defects. The most probable cause of the foreign objects on the channel mount and the no image is a cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.